Event description:
The physician reported the intraocular lens was explanted 2 days postop, because it was dislocated inferotemporally through a break in the lens capsular bag in the patient's eye with the optic edge bisecting his pupil causing diplopia and decreased vision when he was examined. Physician stated the lens did not cause the capsular tear.

Manufacturer narrative:
The complaint device associated with this report was not received by the manufacturer for analysis. Physician indicated the iol did not cause the capsular tear. There is no evidence to suggest this adverse event is manufacturing related.